Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt stated that she is getting a shocking sensation when she turns stimulation on since a couple of months ago. Pt stated that her stimulation is set at 2.5 but she has decreased it down to 1.0 because she is so afraid to feel that sensation. Pt stated that it has not helped to turn her amplitude down. Pt has not had any traumas / falls recently. Pt has an appt with her hcp on (B)(6) pss is going to send the field rep an fyi message about the report and appt. The patient was redirected to their healthcare provider to further address the issue.